Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the ipg had tilted and was at the end of life. The patient underwent a revision procedure wherein the ipg was moved and the anchors were tunneled into the new ipg site. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5091808/5097094.